Event description:
Pearl ii: pt (B)(6), adverse #1 (renal failure): a (B)(6) male was transferred from another facility on (B)(6) 2011 for treatment of bilateral lower extremity dvt. Medical history included diabetes, prior dvt in the same area and a current pulmonary embolism that was being treated with lovenox and coumadin. Pre-procedural labs include creatinine=0.7 mg/dl, bun=11 mg/dl, k+=3.7 meq/l, hgb= 9.1 g/dl, plts=393, inr=1.7 and ptt 31 sec. Intervention was performed on (B)(6) 2011. Intervention included angiojet with the rapid lysis technique for a total infusion volume of 669 ml. This was followed with catheter direct thrombolysis for 18 hrs (0.5 mg/hr activase). On (B)(6) 2011, the pt returned to the cath lab for manual aspiration x2, angiojet with the rapid lysis technique x3 (infusion volume= 431 ml) and balloon angioplasty x2. The pt rec'd 240 ml of contrast during the 21 hr procedure. Medical records state that the pt also had a CT angiogram at the previous hospital. Contrast volume and date unk. On (B)(6) 2011, the pt was diagnosed with renal failure. Dialysis was not needed initially but the pt progressed and required dialysis (date unk). The creatinine values during the admission 3.4, 5.7 and 8.2 mg/dl. Pt was discharged on (B)(6) 2011 and will undergo outpatient dialysis 3/wk until further notice. Event related to the procedure: yes. Event related to the angiojet: yes. Event related to a drug: no. Note: add'l info has been requested from this site. On (B)(6) 2011 update and clarifications: pt was originally admitted to the other hospital (B)(6) 2011 for the pe and dvt. Pt had a history of numerous pes and dvts since 2007. On (B)(6) 2011, the pt was transferred to christiana care. Interventional procedure occurred on (B)(6) 2011. Creatinine: (B)(6) =3.4; (B)(6) =4.5; (B)(6) =8.2 (pt started on hemodialysis); (B)(6) =4.9; (B)(6) =5.7. Hemoglobin: admission (B)(6) =9.8 (charts states "anemia-unsure of cause"; discharge (B)(6) =8.7. Coordinator stated that originally that the physician believed that the pt went into renal failure post procedure related to the IV dye used during the procedure and the lack of adequate hydration. Since the pt worsened the physician felt the event was caused by the angiojet.

Manufacturer narrative:
Event consists of a pt requiring dialysis to treat renal failure post angiojet therapy. The pt is a (B)(6) male who was transferred from another facility on (B)(6) 2011 for treatment of bilateral lower extremity deep vein thrombosis (dvt). The pt was originally admitted to the other hospital on (B)(6) 2011 for pulmonary embolism (pe) and dvt. The pt's medical history included diabetes, numerous pes and dvts since 2007. The pt's current pe was being treated with lovenox and coumadin. Pre-procedural labs included creatinine=0.7 mg/dl, blood urea nitrogen (bun)=11 mg/dl, potassium (k+)=3.7 meq/l, hemoglobin (hgb)=9.1 g/dl, platelets (plts)=393, internal normalized ratio (inr)=1.7 and partial thromboplastin time (ptt) 31 sec. Intervention was performed on (B)(4) 2011. Intervention included angiojet with an angiojet solent proxi thrombectomy set with rapid lysis technique for a total infusion volume of 669 ml. This was followed with catheter directed thrombolysis for 18 hrs (0.5 mg/hr activase). On (B)(6) 2011, the pt returned to the cath lab for manual aspiration x2, angiojet with the rapid lysis technique x3 (infusion volume= 431 ml) and balloon angioplasty x2. The pt rec'd 240 ml of contrast during the 21 hr procedure. Medical records state that the pt also had a computed tomography (CT) angiogram at the previous hospital. Contrast volume and the date of the procedure are unk. On (B)(6) 2011, the pt was diagnosed with renal failure. Dialysis was not needed initially but the pt progressed and subsequently required dialysis on (B)(6) 2011. Creatinine values during the admission were: july 20=3.4, (B)(6)=4.5, (B)(6)=8.2 (day pt started on dialysis), (B)(6)=4.9, (B)(6)=5.7 mg/dl. Hemoglobin value at admission on (B)(6)=9.8 (original hospital admission and charts states anemia unsure of cause) and (B)(6)=8.7 (discharge). The pt was discharged on (B)(6) 2011 and will undergo outpatient dialysis 3/week until further notice. The coordinator at the hospital stated that originally the physician believed that the pt went into renal failure post procedure due to the IV dye used during the procedure and the lack of adequate hydration. Since the pt worsened the physician felt the event was caused by the angiojet therapy and the procedure. The angiojet IFU states the following warnings and precautions: "large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored to manage possible renal, pancreatic or other adverse events." "Operation of the angiojet system causes transient hemolysis which may manifest as hemoglobinuria. Table 1 list maximum recommended run times in a flowing blood field (4 mins) and total operating time (8 mins) for each thrombectomy set. Evaluate the pt's risk tolerance for hemoglobinemia and related sequelae prior to the procedure. Consider hydration prior to, during, and after the procedure as appropriate to the pt's overall medical condition." The pt's hemoglobin was considered low and classified as an unsure cause of anemia prior to the intervention procedure. In addition, the physician had originally determined the renal failure to be associated with the IV dye and lack of adequate hydration. However, the physician later suggested that angiojet may have caused the pt's renal failure. Based on the info available, the cause or contributing factor to the pts renal failure related to angiojet treatment cannot be conclusively ruled out and thus this event is considered reportable.